Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 50 mg/dl. Customer was treated with orange and candy. Customer stated that the insulin pump was suspended due to sensor glucose value. The customer¿s blood glucose was 50 mg/dl and the sensor glucose was 204 mg/dl at the time of the incident. Sensor glucose value that triggered suspend event was 50 mg/dl. The insulin pump will not be return for analysis.